Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged guidewires is confirmed, but the root cause could not be determined. Two stainless steel guidewires were returned for evaluation. An initial visual observation of the returned guidewires showed no obvious significant use residues along the returned devices. A small barb could be seen on the proximal end of each device upon the return of the guidewires. A tactile evaluation of the guidewires revealed what felt like a barb on the proximal end of each of the returned guidewires. A microscopic observation revealed a misaligned coil on the proximal end of each guidewire. A small bend was observed on the distal end of the guidewire for sample 2. No other deformation was observed along any of the guidewires. No additional evidence was observed along the devices to identify a root cause of this failure. Possible causes of failure include damage caused during the manufacture of the product, during use of the product, or during other unknown circumstances. Samples were not returned for the other 2 occurrences. These events are inconclusive. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter. The date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the outpatient nurse discovered four consecutive cases of the guidewire tip was fuzzy and rough to the touch while opening the peripherally inserted central catheter in recent days. The nurse replaced it with a new seton catheter to complete the placement. This file addresses all four cases.